Event description:
On sep 9, 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultrasmart meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the info originally provided. A week prior, the pt obtained the error 1 error message on the reported meter; he did not obtain a blood glucose reading. Three days prior to report, the pt experienced the symptoms of shaking and sweating. The pt administered self-treatment with food and/or drink. He did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose levels due to the meter issue, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.